Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rcc received a complaint via community. Has anyone else voiced concerns about arctic sun device temperature probe foleys being inaccurate, they have had 2 (571 and 553 last week) that the esophageal and rectal lined up, but the foley probe was off by more than 1 degree celsius. Both of these patients have been on and off of cooling blankets, also.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rcc received a complaint via community. Has anyone else voiced concerns about arctic sun device temperature probe foleys being inaccurate, they have had 2 (571 and 553 last week) that the esophageal and rectal lined up, but the foley probe was off by more than 1 degree celsius. Both of these patients have been on and off of cooling blankets, also. Per follow up information received via mail on 01apr2025, they were the contact for this complaint, but it was for the temperature sensing foley. Honestly, they think that they put it in the wrong.